Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the drawer 5 was not detected on the bus. The customer tried to recover the station, but the problem persisted. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer powered off and unplug the machine for 10minutes then this issue was resolved. The system functioned as intended after the service engineer repaired the device.